Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('essure perforation') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck pain, back pain, menstrual cramps, menstruation abnormal, irregular periods, endometrial polyp, uterine cervical squamous metaplasia, chronic cervicitis, thrombocytopenia, fatigue, osteoarthritis, tobacco abuse, alcohol problem and hepatic disease. Concomitant products included gabapentin (neurontin) and misoprostol (cytotec). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced back pain ("back pain"), 6 years after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), abdominal pain lower ("cramping"), genital haemorrhage ("irregular bleeding"), vaginal haemorrhage ("clotting"), flank pain ("pain: right flank area") and neck pain ("neck pain"). The patient was treated with gabapentin and ibuprofen. Essure treatment was not changed. At the time of the report, the perforation, abdominal pain lower, genital haemorrhage, vaginal haemorrhage, back pain, flank pain and neck pain outcome was unknown. The reporter considered abdominal pain lower, back pain, flank pain, genital haemorrhage, neck pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: as per pif, "radiopaque essure coils project in the bilateral pelvic inlet...conclusion: no evidence of radiopaque intrarenal calculi. No evidence of bowel obstruction." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2021: mr received. Reporter information, patient middle name, medical history, concomitant and treatment medications added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('essure perforation') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced back pain ("back pain"), 6 years after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), abdominal pain lower ("cramping"), genital haemorrhage ("irregular bleeding"), vaginal haemorrhage ("clotting"), flank pain ("pain: right flank area") and neck pain ("neck pain"). Essure treatment was not changed. At the time of the report, the perforation, abdominal pain lower, genital haemorrhage, vaginal haemorrhage, back pain, flank pain and neck pain outcome was unknown. The reporter considered abdominal pain lower, back pain, flank pain, genital haemorrhage, neck pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: as per pif, "radiopaque essure coils project in the bilateral pelvic inlet...conclusion: no evidence of radiopaque intrarenal calculi. No evidence of bowel obstruction." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('essure perforation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced back pain ("back pain"), 6 years after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), abdominal pain lower ("cramping"), genital haemorrhage ("irregular bleeding"), vaginal haemorrhage ("clotting"), flank pain ("pain: right flank area") and neck pain ("neck pain"). Essure treatment was not changed. At the time of the report, the perforation, abdominal pain lower, genital haemorrhage, vaginal haemorrhage, back pain, flank pain and neck pain outcome was unknown. The reporter considered abdominal pain lower, back pain, flank pain, genital haemorrhage, neck pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: as per pif, "radiopaque essure coils project in the bilateral pelvic inlet. Conclusion: no evidence of radiopaque intrarenal calculi. No evidence of bowel obstruction." Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.